Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; stripped threads on the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/17/2015. The pump was returned to the manufacturer and investigated by product analysis on (B)(4) 2015 with the following findings: review of the black box data and download history revealed multiple unexplained ¿power on reset¿ recorded in the black box history. The returned battery cap returned with the pump had damaged threads (stripped/torn) and was unable to maintain electrical contact; the pump continually reboots with this cap in place. The returned cap does not tighten/thread on a test pump. Battery cap contact width and contact height were measured and found to be out of tolerance. The battery compartment was cracked at the battery compartment threads above the bumper. Using a test battery cap, the pump was exercised and was able to run on a 24 hour basal program without intermittent power or rebooting. The pump was opened for investigation; the power circuit was evaluated and found to be without defect. There was no moisture inside the pump. Investigation duplicated the alleged power issue.